Event description:
Procedure type: sigmoidectomy. According to the reporter: due to pt anatomy and tissue quality, it was difficult to place eea stapler shaft, but it was accomplished and this anastomosis was created; when it was tested with a sigmoidoscope, a large gap was observed in the staple line (surgeon felt it was the distal linear staple line). Surgeon was able to do another transection with a traditional ta stapler and eea stapler. That anastomosis was tested and was fine. The case was delayed more than 30 minutes. There was no bleeding reported in excess of 250 cc.

Manufacturer narrative:
(B)(4).